Event description:
The patient was positioned on maquet table under spinal anesthesia. Groin incision procedure began and suddenly the extension section of table was lowering down and falling off the main table. The patient had a falll on the upper half of her body which was somewhat cushioned to the floor. Also, the weight of the patient and the fallen part of table caused injury to 4 staff members who tried to hold up the patient.